Event description:
It was reported that pump displayed cartridge change error and caller could not successfully load new cartridge despite following on-screen steps. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pneumatic area, cleaned pump as instructed, and completed new cartridge fill, but issue persisted, so technical support arranged replacement pump, instructed customer to place existing pump in storage mode before return, confirmed shipping address, and advised customer to use multiple daily injections as backup therapy and to reenter pump settings and reconnect continuous glucose monitor on replacement device.